Event description:
It was reported that the patient was experiencing a shocking sensation, numbness in the left arm, metallic taste in the mouth, nausea, and pain around the ipg site going to the midline incision. It was also noted that the ipg was getting hot while charging. The patient was so thin that the implants were protruding. The patient had a reprogramming and database analysis showed that the ipg was working as expected and the physician did not believe that the issues were device related. The patient underwent an explant procedure. The explanted ipg and linear leads were not returned.

Manufacturer narrative:
Exact date unknown, event occurred few days after the implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7079152/7079180.